Event description:
It was reported that there was a left hip revised due to a peri-prosthetic fracture of the proximal femur.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. (B)(4).